Manufacturer narrative:
(B)(4) 2015 - the device in question was returned and evaluated as of 08/07/2015. During the subsequent evaluation, it was uncovered that the alarm on the unit was not functioning properly. The underlyling cause of this issue was determined to be a defective power switch.

Event description:
The alarm on the unit does not function properly.